Event description:
During the pta / stenting treatment procedure, the express biliary ld premounted stent prematurely dislodged from the delivery catheter. A stent was successfully placed in the renal artery. During placement of the second stent, the stent dislodged from the delivery catheter and migrated to the aorta. The procedure was stopped following the dislodgement and the stent was left fixated in the aorta. No pt complications were reported.